Event description:
It was reported by service report that the power cord was frayed with exposed wires and no power to the bed. The customer could not determine whether there was pt involvement and/or adverse consequences.